Event description:
Boston scientific received information that the patient with this pacemaker experienced multiple syncopal episodes. During evaluation of the device, oversensing with pacing inhibition up to 8 seconds was observed. A chest x-ray was performed which revealed a right ventricular lead defect. A revision procedure was performed; the device was removed and replaced. The right ventricular lead was surgically abandoned and replaced. The explanted device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. This device performed normally throughout analysis, operating as designed.